Event description:
It was reported that this lead was removed from the implant procedure due to high unresolved pacing impedance measurements. No adverse patient effects were reported and another lead implanted without incident. The attempted implant product was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a severed lead; 68mm from the terminal pin, 2 segments returned for a total length of 580mm. Additionally, tissue was entwined in the helix. Testing was completed on each lead segment to assess the electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not identify any product characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this lead was removed from the implant procedure due to high unresolved pacing impedance measurements. No adverse patient effects were reported and another lead implanted without incident. The attempted implant product is intended to be returned for analysis.